Event description:
The customer reported approximately 1 ml of fluid leaked from the coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the needle bellows waste was not draining properly due to pinch valve (pv21) was not actuating. The fse replaced pinch valve (pv21) and the instrument performed without any leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).